Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one was backing out') and fallopian tube perforation ('one perforated my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and scar ("rubbing my stomach creating scar tissue"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the device dislocation, fallopian tube perforation and scar outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and scar to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event medical device removal was updated to device dislocation, fallopian tube perforation & scar tissue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one was backing out') and fallopian tube perforation ('one perforated my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal scarring ("rubbing my stomah creating scar tissue") and sexual dysfunction ("sex has been never better "). The patient was treated with surgery (hysterectomy(full) and she had surgery to remove the essure). Essure was removed. At the time of the report, the device dislocation, fallopian tube perforation, gastrointestinal scarring and sexual dysfunction outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, gastrointestinal scarring and sexual dysfunction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Fu(5) and (6) and (7) processed together. On 23-mar-2020: social media report received. Reporter information added. On 23-mar-2020: social media: new reporter and event sex has been never better. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery for almost 2 hours') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.